Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review on lot 53401ud00 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Customer field data was used to assess the performance of the alinity I stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for lot 53401ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for lot 53401ud00. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I assay for lot number 53401ud00 was identified. Complete information for section a1 patient identifier sid (B)(6).

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result on one patient. The patient had an elevated troponin previously on the same instrument. The patient was tested in a hospital for troponin and was negative by another method. The patient¿s EKG was normal. The following data was provided: sid (B)(6) results from alinity from (B)(6) 2023 = 270.40 and 281.67 pg/ml and historically 149 pg/ml(interval of 1.5 years between results) another method believed to be testing for troponin-t = normal range there was no harm to the patient and no further impact to the patient.

Event description:
;The customer observed a falsely elevated alinity I stat high sensitive troponin-I result on one patient. The patient had an elevated troponin previously on the same instrument. The patient was tested in a hospital for troponin and was negative by another method. The patient¿s EKG was normal. The following data was provided: results from alinity from (B)(6) 2023 = 270.40 and 281.67 pg/ml and historically 149 pg/ml(interval of 1.5 years between results) another method believed to be testing for troponin-t = normal range there was no harm to the patient and no further impact to the patient.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.